Event description:
The customer reported that the device failed opcheck for the therapy cable connection. This was in testing only. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed opcheck for the therapy cable connection. This was in testing only. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.